Event description:
Info provided states that the iskd lengthener (B)(4) stopped distracting after implantation. On (B)(6) 2009, the surgeon tried to achieve lengthening via manipulation under anesthesia. Device remains implanted.

Manufacturer narrative:
It was determined that certain components may be out of spec, which could cause or contribute to a malfunction of the device and its ability to distract.